Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of a clinician holding the drainage catheter and other catheter was also noted below the product kit. The wire was noted to be coming out from catheter hub and wire was also noted on the catheter distal tip and also the thread component was noted on the catheter distal tip. However, the provided photo was unclear. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported thread break and material separation issues for all the three devices. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided ascites percutaneous drainage catheter placement procedure using navarre universal drain. The package and product were inspected prior to use and found to be intact. However, during the procedure, it was reported that the wire had allegedly broken with partial damage observed specifically to the silk thread component of the device. The procedure was successfully completed by replacing it with another device. There were no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous drainage procedure for ascites using navarre universal drain. The package and product were inspected prior to use and found to be intact. However, during the procedure, it was reported that the wire has allegedly broken with partial damage observed specifically to the silk thread component of the device. The procedure was successfully completed by replacing with another device. There was no reported patient injury.